Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Refer to manufacturer report # 3005099803-2010-02737 for the other associated device information. It was reported to boston scientific corporation that an uncovered 10 x 80 wallstent rx biliary endoprostheses was implanted within the common bile duct of a cancer patient (this device covered in manufacturer report # 3005099803-2010-02737). According to the complainant, the patient's anatomy was not tortuous. The stent was implanted within a four centimeter bile duct stricture. It was reported that a cholangiogram was used to measure the size of the stricture. On (B)(6), 2010 approximately six months after stent implantation, the patient presented with cholangitis. At this time, it was discovered that the stent had occluded, due to tumor ingrowth. A second wallstent was attempted to be placed within the occluded stent, however the stent could not be deployed (this device covered in this report). Another uncovered wallstent rx biliary endoprostheses was successfully implanted within the occluded stent. It was reported that the patient received antibiotics, and the cholangitis has been resolved. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. This event has been deemed a reportable event based on the investigation results- the stent wires perforated the outer sheath.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, and that there was a bend in the deployment handle. The outer sheath was retracted 5mm from the tip when it was noted that several stent wires had perforated through the outer sheath at 9mm from the distal end. As a result of this, the outer sheath could not be retracted. The device shaft was dissected and it was observed that the distal stent wires were damaged. Additionally, the inner lumen had folded over upon itself at 2 locations proximal to the tip. The condition of the returned device is consistent with the complaint of deployment issues. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.